Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported patient air embolism and an air leak remains unknown.

Event description:
During the atrial fibrillation ablation procedure, st elevation was noted at the end of the procedure. Air embolism was confirmed with echocardiogram. The sheath was removed and the procedure was completed with no adverse consequences to the patient.